Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screw was implanted on (B)(6) 2016 during an acl procedure into the tibia. The patient developed an inflammation reaction in the tibia after the acl procedure. The screw remains in the patient. No more information has been made available.